Manufacturer narrative:
This event occurred in (B)(6). Liquid flow cleaning was performed on (B)(6) 2020. The sample was requested for investigation but is no longer available. Based on calibration and qc data, the reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys toxo igm (toxo igm) on a cobas 6000 e 601 module compared to the chemiluminescence method. The initial result from the e601 module was 9.21 coi (positive). On (B)(6) 2019 the repeat result on the e601 module was 8.89 coi (positive). On (B)(6) 2019 the repeat result from the chemiluminescence method was 0.07 (negative). The negative result was reported outside of the laboratory. The e601 module serial number was (B)(4).